Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 14f sheath after a transluminal aortic valve implantation (tavi) procedure. Reportedly, when the proglide plunger was removed, fuzz that looked like split ends was observed on the suture. The proglide suture was removed. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported torn suture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported torn suture appears to be related to procedure circumstance due to the suture dragged on the cutter on the quick cut mechanism. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: reportedly, the suture captured the vessel. The "fuzz that looked like split ends" was observed after cutting the suture with the quick cut mechanism. The suture was removed from the vessel. No additional information was provided.